Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The pediatric patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). On (B)(6) 2024, the patient looked grey, was vomiting since 4:00 am, and experienced ketones above 3 mmol/l. The patient experienced diabetic ketoacidosis and was admitted to the emergency department. At the emergency department, a bg reading was checked which was 23.0 mmol/l and the cgm reading was low. The patient experienced 3 different sensor errors with different sensors. With this sensor the cgm was reading low values and the pump was not providing insulin to the patient. Due to not receiving insulin the patient experienced hyperglycemia. The patient was stayed in the hospital for 2 days. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid calculator. No additional patient or event information is available.